Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The patient's anatomy and use context may have contributed to this event. It was reported that the unsuccessful clot retrieval was related to the stenosis in the m1 mca possibly due to an in situ spontaneous mca dissection. Based on the solitaire fr2 instruction for use: solitaire is contraindicated in patients with stenosis proximal to the thrombus site that may preclude safe recovery of the device and also contraindicated in patients with angiographic evidence of carotid dissection. Additionally, it was reported that the same solitaire device was used to make 4 passes. Per the solitaire IFU, "do not use each solitaire 2 revascularization device for more than two flow restoration recoveries." And "do not perform more than three recovery attempts in the same vessel using solitaire 2 revascularization devices." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that despite numerous passes with solitaire device, the physicians were unable to achieve revascularization of the middle cerebral artery (mca) territory. It was reported that the patient was diagnosed with an acute ischemic stroke due to a left carotid t occlusion. The patient received IV-tpa prior to mechanical thrombectomy procedure. During the mechanical thrombectomy procedure, the physician reported unsuccessful revascularization despite multiple passes with solitaire and another thrombus retriever devices. Based on the medical record, there was a stenosis in the proximal m1 mca which was difficult to access with wire and had lack of opening despite access across with a stent-retriever. The physician stated that it is possible that the presenting m1 occlusion represented an in situ spontaneous mca dissection rather than thromboembolism. It was also reported that following the 4th pass with the embolectomy devices, the physician noted iatrogenic left proximal cervical internal carotid artery dissection with resultant left carotid occlusion. The balloon guide catheter that was placed in the area was then removed. The patient did not require additional medical treatment but the hospitalization was extended. The patient was also reported to have a transient neurological deterioration of greater than 4 points from baseline. (Baseline nihss was 12; post intervention the nihss was 25; and two days post intervention the nihss was 17). The patient was discharged from hospital to a skilled nursing facility six days post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.